Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of right inguinal hernia, administration of nerve block to left llioinguinal nerve, left lliohypogastric nerve and left genitofemoral nerve. He had revision surgery 1 year post-surgery. The patient experienced chronic pain, multiple revisions, mesh migration and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, mesh migration and recurrence. Post-operative patient treatment included revision surgeries, removal of mesh, and placement of new bard 3d max mesh and placement of a surgipro mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, mesh migration and recurrence. Post-operative patient treatment included revision surgery, removal of mesh and placement of new bard 3d max mesh.